Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. A review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported, patient had underwent surgery to correct bilateral femoral neck fractures (B)(6) 2016. She came back into the or (B)(6) 2017 for a right total hip conversion. Two days later, she heard a pop during physical therapy and was taken back to the or for treatment for a periprosthetic femur fracture with subsidence of the femoral component. Femoral component and ceramic head were replaced.